Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the burned and broken fiber occurred due to user mis-handling of the laser fiber. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. As stated and according to the report, the subject fiber has been disposed of by the customer. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The product manager reported the device "soltive fiber was burned and broken in the proximal part when it is connected to the connector (not the part inside the patient) . According to the report, "it is the second time that happens with this fibers. The device was replaced with a new fiber and the intended procedure (stone management ) was completed with no harm reported. No patient injury, no user injury reported due to the event. The facility (customer) only kept one fiber and will be returned to olympus for evaluation , the first fiber is not returning (disposed by the customer). This report is being submitted for the first fiber reported (first occurrence) burned and broken in the proximal part when it is connected to the connector (not the part inside the patient) . The intended procedure for this event was a therapeutic ureteroscopy to treat lithiasis. The procedure was completed with another fiber with no harm or injury to the patient and to the user. No harm reported due to the event. This fiber ((B)(4), lot kr200151 ) is not returning as it was disposed by the customer. The second fiber (related complaint) patient identifier (B)(6)) is being shipped to the legal manufacturer for evaluation. This report is related to report with patient identifier (B)(6)-(B)(4), lot kr200151 (second fiber reported burned and broken).